Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006.

Event description:
It was reported that the patient indicated that the device was making a loud noise and was "misfiring." The right ventricular lead was determined to be fractured with high pacing impedance and oversensing that triggered an alert. The lead was programmed off until the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.